Event description:
It was reported that the patient experienced a return of their tremors when charging the deep brain stimulation (dbs) system. The database analysis performed identified a bluetooth fault code when charging the ipg. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. Additionally, the charge log indicated frequent interruptions during the charging cycle. The charger-ipg alignment appeared to be suboptimal leading to poor charging efficiency and a longer charge session. The logs indicated that the battery had not consistently been charged to a full charge.